Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant in the EU had a 5.5 pump support ongoing when the team observed elevated purge pressure (pp) alarms. The team attempted to troubleshoot by adding tissue plasminogen activator to lyse in the purge fluid but, this measure did not resolve. The pp persisted. The patient survived the event.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The returned product was inspected and biomaterial was found in the purge gap by the impeller. The data logs confirm high purge pressure alarms and show a gradual rise in purge pressure before alarm was triggered. The biomaterial was ejected from the purge gap and was more visible after the lab run. The root cause of the high purge pressure was biomaterial. D9 date device returned to manufacturer added. E4 should have been left blank on manufacturer device report 1220648-2024-25160.